Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported the patient had a lead issue. It was stated it was a lead migration. The complete system was removed on (B)(6) 2017. The hcp requested a return mailing kit. No further complications were reported.

Manufacturer narrative:
Due to the additional information, (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the health care professional (hcp) was received on 2017-08-21 reporting that the patient had a field stimulation that was not working for over 1 year. There was no lead migration. The complete system was explanted. Patient weight was asked but not provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable neurostimulator is not working, and it is going to be removed. The patient was looking to speak with a manufacturing representative for a healthcare provider referral, as they needed to see a new one for health insurance purposes. It was mentioned that the patient noticed their device wasn¿t working properly last year, and that it was ¿acting problematic in different ways.¿ the patient noted that they have 2 leads, and one of them is not working at all. They stated that they turned their stimulation up all the way, but were unable to feel it. The patient was sent a listing of healthcare providers. It was noted that the patient spoke with a manufacturing representative a couple of weeks ago at their healthcare provider¿s office. No further complications were reported. The patient was implanted for post lumbar laminectomy syndrome.